Manufacturer narrative:
One set of quality control results were low on the day of the event. Other qc and calibration data did not show any deviation. Upon review of the alarm trace, there were a few sample pipetting alarms, but no other relevant alarms. The investigation determined the service actions resolved the issue. The issue is consistent with a contamination issue and is likely related to the patient sample.

Manufacturer narrative:
The patient samples were repeated on a second e 602 analyzer.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys hcg + beta test system and eight additional patient samples tested with the elecsys probnp ii immunoassay on a cobas 8000 e 602 module. The questionable results were reported outside of the laboratory. Refer to the attachment for all patient data. The reporter stated that 2 patients received treatment due to questionable results. It was asked, but it is not known what treatment was received or which 2 patients received the treatment. The hcg+beta reagent lot number was 664363. The reagent expiration date was requested, but not provided. The probnp reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer cleaned the sipper line, replaced the gear pump, and confirmed the correct pressure. The reagent lines and water tubing were cleaned as these showed signs of contamination. Performance testing was successfully performed. The customer ran controls and these recovered within range.